Event description:
It was reported that the pump delivered too much insulin during a bolus. Customer's blood glucose (bg) level was approximately 80mg/dl

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.